Manufacturer narrative:
(B)(4). Date sent 9/23/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the reload lockout and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple? If the device staple, was the staple line complete? If the device staple, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Did the device staple, but there was no cut line? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure when firing the charge, the stapler jammed and the staple line didn't run, so no staples were fired.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2024. Additional information was requested and the following was obtained: 1. Did the reload lockout and would not work? - 2. Did the reload begin to staple and cut, but then jammed? Yes. 3. Did the device staple? No. 4. If the device staple, was the staple line complete? It did not staple. 5. If the device staple, what was the shape of the staples (b-formation, irregular, legs straight)? - 6. Did the device cut? No. 7. If the device cut, was the cut line complete? - 8. Were the cut line and staple lines equal? - 9. Did the device staple, but there was no cut line? - 10. Could you please clarify if there were any patient consequences? There was no consequence because the material was replaced. 11. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? The regular protocol was followed. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.